Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Event description:
It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.